Manufacturer narrative:
This report is based on information provided by a remote service engineer and has been investigated by the philips complaint handling team. Diagnostics determined that the touch screen was not functioning correctly. The remote service engineer requested the customer on clarification to determine the screen issue. The customer recalibrated the unit and tested the display. The device's functions were reported to be working correctly. Based on the information available and testing conducted, the cause of the reported problem was the device reset and touch screen calibration. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. H3 other text : remote support was provided.

Event description:
It was reported the device has a faulty touch screen. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone: (B)(6). Reporting institution phone: (B)(6).